Event description:
During a review of a clinical manuscript, it was reported that a spinous process fractured during an x-stop procedure. No other info was available.

Manufacturer narrative:
Method - f/u with reporting physician.